Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2010, an add'l procedure was performed whereby an add'l iliac extender component was implanted. Multiple attempts to obtain add'l info have been made, info has not been rec'd.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.